Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event four days after the onset. The patient was treated with vancomycin injection (1 gram, for 5 days and route not reported) and meropenem injection (1 gram, once a day for 14 days and route not reported). On an unreported date, antibiotic treatment was discontinued, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information was available.